Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on the bus. The field service engineer did not see a failure in the storage space. The customer was able to successfully count items from the refrigerator multiple times. The cable connection was checked, and everything was secured. The system functioned as intended after the field service engineer verified the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.